Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01647.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 12 (cat12). During the procedure, the rotating hemostasis valve (rhv) was unscrewed while advancing the cat12 over the guidewire; however, the rhv would not screw back. Therefore, the rhv was removed. The procedure was completed using a new rhv and the same cat12. There was no report of an adverse effect to the patient.